Event description:
--

Event description:
Boston scientific received information that the patient with this device was being seen for a revision procedure for another manufacture's lead. Upon reconnecting this device to a newly implanted lead, the physician noted damage to the header. A new device was requested. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.